Manufacturer narrative:
Additional info along with images of the event were requested. Lot numbers were requested. A review of the mfg records for the device is being conducted.

Event description:
On (B)(6) 2001, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The f/u computed tomography scan on (B)(6) 2005, confirmed that the device was in the intended position. On (B)(6) 2012, the pt was hospitalized with the ruptured aneurysm. Also, the device migrated down an unk amount of the sac. The physician explanted the device. On (B)(6) 2012, the pt expired. The cause of death is unk. Further info was requested.